Event description:
It was reported that the tl30 was used during a left upper lobectomy(bronchus). It was reported by the affiliate that when the stapler was fired, one staple still remains in the device. Therefore a hole was left in the bronchus and required over sewing with a 3-0 pds suture. The pt had extended surgery by 20-30 minutes.